Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. A supply change was performed and the occlusion alarms continued. A system check was performed on the current supplies verifying the occlusion alarms. After the system check, the customer successfully delivered a correction bolus without an additional occlusion alarm occurring. Additionally, it was reported a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. The customer's blood glucose level was 408mg/dl.